Manufacturer narrative:
The audio/beep works properly; however, the vibrator alarm is nonfunctional due to a broken vibrator wire. There were also minor scratches on the lcd window, cracks in the case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's sister reported via phone call that the customer's blood glucose has been running high for the past two days; correcting with the insulin pump is not bringing the sugar down despite changing her insertion site three times. The patient's blood glucose at the time of incident was 363 mg/dl. The pump alert is set to vibrate and the vibrate is not working at all. The customer has since reverted to her back-up plan of manual insulin shots, and that has helped bring her blood glucose down. Troubleshooting was initiated for the vibration anomaly. The self test was performed on the pump and the pump did not vibrate at all. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.